Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the investigation results, the root cause could not be identified. However, it is likely that the error message e93 resulted from differences in device handling or reprocessing steps, which deviated from olympus recommendations. User can prevent the suggested event by following instructions for use (IFU) below: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the customer ran the gastrointestinal videoscope in the endoscope reprocessor and error e93 was displayed (problem related to reprocessing). The issue occurred during reprocessing. There were no reports of patient injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.